Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced of low blood glucose levels of 42 mg/dl, 34 mg/dl and 37 mg/dl and high blood glucose levels of 437 mg/dl. The customer was treated lows with peppermints. The customer declined troubleshooting for high and low blood glucose. The product was not returned for analysis.